Manufacturer narrative:
Unknown if the following patient and device codes are listed in the IFU. Product information not provided. (B)(4). Corrected data based on new information received: adverse event to product malfunction. Serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Unknown if the following patient and device codes are listed in the IFU. Product information not provided. (B)(4). Corrected data based on new information received: adverse event to product malfunction ; serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 05/18/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2007 via the right femoral vein due to upper and lower extremity dvt and possible pe, while unable to anticoagulate. Plaintiff is alleging tilt and vena cava perforation. The report for a CT scan of the abdomen and pelvis allegedly performed on 03/17/2017 notes that the radiologist allegedly "see(s) no tilt," while it does allege vena cava perforation.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated. Abuts aorta. Unknown if the reported abuts aorta is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
Per the ivc (inferior vena cava) filter placement report dated (B)(4) 2007: "findings: the patient has elevated white count with reported fever and elevated creatinine. No iodinated contrast was utilized for this procedure. Inferior vena cavogram demonstrates no evidence of clot within the inferior vena cava. A tulip retrievable-type ivc filter was deployed within the inferior vena cava, below the level of the main renal veins. Impression: successful placement inferior vena cava filter, retrievable-type".

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tilt, vena cava perforation". Cook will reopen its investigation if further information is received. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received.

Event description:
Per review of abdominal CT scan, dated (B)(6) 2017, "positive for caval perforation. Superior extent of the filter is at the level of l1-l2 disc space. Inferior extent filter is at the superior margin of l3 vertebral body. Multiple prongs extend outside the inferior vena cava. Maximum extension of one prong posteriorly is 9 mm. A second prong extends 8 mm outside the anterior vena cava. Multiple additional prongs extend through the wall of the inferior vena cava with one abutting the outside wall of the distal aorta. Approximately 7 degrees of anterior posterior tilt in a superior inferior direction of the inferior vena cava."